Event description:
On 10/2/96, pt experienced red eye and foreign body sensation in right eye. Dr administered ciloxan and pt has resumed contact lens wear. Lens model/water content: devices 55%; lot number: 6109295; eye involved: right 8/5/00; refraction: myopia; total duration of use (in months): 46; number days lens worn: 7; last visit to dr prior to symptoms: 11/95 lens care system used: none; disinfection system used; none; was homemade saline used; no day lens worn between cleaning and disinfecting: none; days lens worn between cleaning and symptoms: none; days between symptoms and calling dr: same day; self treatment by pt: no; hand washing before lens manipulation: yes; ulcer location:8:00; visual acuity before symptoms: 20/20; visual, acuity after symtpms: 20/20; results of culture: none taken; results of corneal biopsy and/or scrapings: none; treatment administered: ciloxan.